Event description:
It was reported that the patient experienced a loss of therapeutic effect and pain at the site of the implantable neurostimulator (ins) which started about a week ago following a motor vehicle accident and a fall. Specifically, the patient was involved in a car accident last tuesday where their car had a "blow out" and a "sharp blow." The fall, which occurred 10 days ago, was described as the patient falling sideways coming out of a neighbor's pool and landing to the right of ins location. The patient was on program 4 at 2.0 volts but they did not feel the stimulation. The amplitude was increased to 2.2 volts which was uncomfortable and then turned down to 2.1 volts which felt better for the patient.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00bes, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It should be noted that additional information was requested regarding the event but was not available at the time of this report.